Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens flipped while being inserted into the patient's eye. The lens was removed during the same surgery with no patient injury. The reporter stated the back-up icl was implanted.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - lens flipped upon insertion. Evaluation method: lens work order search. Results: visual inspection of the returned product found a small piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).